Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During procedure, the physician observed markings on the casing of the confirm rx. The confirm rx was successfully implanted with no sensing issues or adverse issues. The patient was in stable condition.